Event description:
This patient was undergoing a mitral valve replacement procedure. The endocoronary sinus catheter was placed uneventfully in preparation for cardiopulmonary bypass. During placement of the vent catheter, the patient's blood pressure decreased. A sternotomy was performed, and inspection of the coronary sinus revealed a tear, through which the side of the endocoronary sinus catheter balloon was protruding. The tear was repaired, and the intended mitral replacemnet procedure was successfully completed. The patient was described as having poor tissue integrity.